Event description:
I used renu with moisture loc contact lens saline solution for several years. I had several instances of extremely irritated eyes with secretions but the situation was exacerbated in may '06. There I was diagnosed with a scar that was developing in my cornea. The doctor warned me to stop using the product.